Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient had experienced a syncopal episode on an unknown date. The right ventricular lead was programmed with maximum output settings as a result. On (B)(6) 2014, x-ray imaging revealed that a micro-dislodgement of the lead had occurred. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
New information noted that the lead also exhibited high capture thresholds.